Event description:
It was reported that during a lobectomy procedure, bleeding after the firing of on pulmonary artery and vein. The surgery was delayed by 40 minutes and completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch # unk. Investigation summary: this is an analysis of two videos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first video shows a 35 mm device and a bleeding tissue. At mark 0:06 the device was closed on the tissue. In the mark 0:20 the device was opened, it was not observed the staple line and it can noticed a significant bleeding. Also it was noted b form staples on the anvil. The second video shows a closed device on the tissue with a significant bleeding. At mark 0:20 the device opened and it was observed the staple line on the tissue. Based on the videos the event described is confirmed, however no conclusion or root cause could be determined. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Lung neoplasm right upper lobe what is the surgeon¿s experience with the pvs device? More than 6 years and 130 vats lob. What was the approximate width of the compressed vessel? Superior pulmonary vein and superior pulmonary artery around 1 cm each. Did the surgeon wait 15 seconds prior to firing? Yes. Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes . Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Yes, no extra tissue as per video provided. Were there any difficulties with the device or staple formation during the initial procedure? No, it was the first fire. How was the post-op bleeding identified? Bleeding detected with drainage monitoring and chest x-ray. The bleeding happened first intraop. How many days postoperative was the bleeding identified? After 4 hours from the or and new surgery in open was necessary. What was the total estimated blood loss (ml)? 2000ml. Was a transfusion required?3 units transfusion. What was the pre and postoperative anti-coagulant and pain management protocol? Pain protocol post op as usual . Was the bleeding intraluminal or extraluminal? The bleeding was note in the corner of the suture. Was there calcification of tissue that impeded clamping or cutting? No. Were there any pre-exiting patient conditions? No. Young woman 46 years. Were the staples observed to be formed correctly and fully closed prior to closing? Yes everything was closed, nothing abnormal or strange. During the last night (between 2 and3 nov 2023) the patient has been reopened due to vessel bleeding and drastic decrease in hemoglobin.